Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After sometimes later post filter deployment, an x-ray lumbar spine was performed for back pain. The study showed that inferior vena cava filter was noted. After five months, an x-ray lumbar spine was performed for back pain. The study showed that inferior vena cava filter was noted in place. After three months, patient presented with the complaints of chest pain and shortness of breath. After one week, an x-ray abdomen was performed for abdominal pain. The study showed that inferior vena cava filter was noted in place. After six months, a magnetic resonance angiogram of abdominal aorta was performed which showed inferior vena cava filter was noted in the mid vessel that appears in normal position. After one year and eight months, computerized tomography-abdomen/pelvis without contrast was performed which showed positive for caval perforation. Superior extent of inferior vena cava filter mid l3 vertebral body and inferior extent mid l4 vertebral body. A total of 5 prongs had perforated through inferior vena cava. Maximum distance prongs perforated through inferior vena cava 3.69 mm. There was 5.46-degree tilt right to left on coronal images and 6.32-degree tilt posterior to anterior on sagittal images. After eight months, patient presented with the complaints of lower back pain, left shoulder and neck pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).